Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Choked [choking]; the head of my toothbrush disintegrated as I brushed my back teeth, causing me to all but swallow one of the small metal pieces [device breakage]. Case description: a consumer of unspecified age and gender reported via e-mail on 02-mar-2017 that in the morning of (B)(6) 2017, he/she choked quite severely after the head of the oral-b brushhead, version unknown disintegrated as he/she brushed his/her back teeth, causing him/her to all but swallow one of the small metal pieces. The case outcome was recovered. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided. On 03-mar-2017 received consumer's follow-up e-mail: the consumer reported that the oral-b power oral care refill precision clean had been in use for no more than a month, and that it was from a 4 pack of replacement heads. No further information was provided.